Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 9:30 am, the patient arrived at the hospital for a scheduled vein procedure. During the procedure, at around 10:30 am, the patient experienced a syncopal episode (passed out). A nurse promptly contacted emergency medical services (ems). At that time, the patient¿s blood glucose level measured via fingerstick was 36 mg/dl, while the cgm device displayed an estimated glucose value (egv) of 76 mg/dl. The patient was treated with intravenous glucose and stabilized. He was discharged at approximately 11:30 am, having remained in the hospital for two hours following the completion of the vein procedure. Before contacting our team, the patient performed a fingerstick test which showed a blood glucose level of 186 mg/dl, while the cgm device showed 226 mg/dl. At the time of reporting, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. Patient took glucose comparison prior the interaction and it was reported to fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the cgm and the bg meter was found within the investigation window. The allegation was confirmed. The customer complaint was confirmed due to inaccurate cgm values being found. No additional patient or event information is available.